Event description:
On 10/01/1998, the facility's liability claim manager informed the MFR's rep via telephone of the following: the device was explanted due to a hole in the catheter. It appears that the device became blocked and the catheter "blew out" when the device was flushed. On 10/02/1998, the MFR rec'd medwatch report #44-0049-1998-0011 via a fax that states the following: the device which had been implanted 06/22/1998, had to be removed in the or because of a hole in the catheter. It appears the distal end of the catheter had thrombosed resulting in a blowout when the device was flushed. No further details were provided.